Event description:
It was reported that this right atrial (ra) lead exhibited a high pacing threshold and dislodgement was suspected. The physician repositioned the lead and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.